Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The n2o flowmeter was replaced, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit would not block n2o if o2 supply was blocked, creating a possible hypoxic delivery. There was no report of patient involvement.